Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. Subsequently, the pump shutdown. Customer's blood glucose (bg) level was "high", however, a specific blood glucose level was not provided. Customer administered manual insulin injections to address bg level. The customer reverted to an alternate method of insulin therapy.